Manufacturer narrative:
Device evaluation provided in: device evaluated by MFR and evaluation codes. Device evaluation: the ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear and fatigue at the corner of a fold. The other cylinder and reservoir performed within specifications. The pump was not functionally tested due to contamination. The product analysis confirmed the allegations of device malfunction and fluid loss as the cylinder leak would cause the device to malfunction.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new ipp device was implanted. Additional information received states the device was explanted because it was not cycling and was not working. There was a hole in the implant. It was further reported that there was fluid loss from the device.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new ipp device was implanted. Additional information received states the device was explanted because it was not cycling and was not working. There was a hole in the implant. It was further reported that there was fluid loss from the device.